Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set tubes were pushing off the holder. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to tube push off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode for tube push off with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer ultratouch push button blood collection set tubes were pushing off the holder. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set tubes were pushing off the holder. There was no report of exposure, injury, or medical intervention. It was estimated there were 50 occurrences of this event but the date/time and or patient information for each is unknown.

Manufacturer narrative:
Correction: describe event or problem: it was reported that the bd vacutainer® ultratouch¿ push button blood collection set tubes were pushing off the holder. There was no report of exposure, injury, or medical intervention. It was estimated there were 50 occurrences of this event but the date/time and or patient information for each is unknown. The initial investigation conclusion captured on the first supplemental MDR follow up # 1 had indicated that samples were not received and that retains were tested. This was incorrect as samples were received and tested. Therefore, the investigation has been updated to reflect this. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for tub push off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.